Event description:
The flex drill bit is not broken into two parts, the flex shaft is cracked and needs replacement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 30mm flex drill bit shaft is broken and needs to be replaced. All pieces were retrieved from the patient. No surgical delay.

Manufacturer narrative:
(B)(4) examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Visual inspection also found the flex spring in the middle to be separated and damaged.

Manufacturer narrative:
.